Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the stimulation is no longer targeting the intended area. Patient described experiencing a burning sensation at the implant site that makes them uncomfortable and has been going on since last month. Patient mentioned considering reprogramming or recalibration of their settings. Agent redirected the patient to hcp and manufacturing representative for further assistance. Patient mentioned that they had it reprogrammed 4 years ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.